Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was added in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint could not be observed. No cartridge was returned. Intraocular lens (iol) returned crushed in the lens case well area. Solution is dried on the iol. Both haptics are broken/torn. The optic is cracked/fractured and scratched/marked-rejectable. No cartridge returned. Due to the condition of the returned iol, it was unable to be measured dimensionally for edge thickness and plan view. The product investigation could not identify the root cause for the reported complaint "iol fails to pass through the tip of the cartridge" as only the iol was returned for evaluation. No cartridge was returned. Due to this, we are unable to complete a thorough investigation to determine a root cause. The iol was damaged, a functional test to check the dimensions of the iol could not be conducted due to the condition of the returned sample. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported with a description of intraocular lens (iol) fails to pass through the tip of the cartridge, non-implanted. There was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).